Event description:
It was reported that medfusion 3500 pump, system failure. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the keypad was scratched. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing the reported issue was able to be duplicated. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced the speaker.